Event description:
Material no. 367841 batch no. 9004598 it was reported that once the blood has been put in the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes when opened to make smears or run diagnostics, there is a very overpowering sulfur smell. This occurred on 2 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: I wanted to touch base with bd in regards to the very strong odour that is emitted from the bd vaccutainer k2 edta once blood is in it. On two occasions by 2 different employees it has been noted, last week and today. The tubes do no smell like this at all when they are empty and dry. Once the blood has been put in them, nutated and then opened to make smears or run diagnostics, there is a very overpowering sulfur smell. Definitely something that we have never noticed before these last 2 weeks. I found on a search that there was a recall last year in regards to this and could contribute to inaccurate lead test results. We are not testing for lead, but want to ensure that this is okay and will not interfere with our results. If it is of any use, the current lot number is 9004598 exp 2020-04-30.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no. 367841, batch no. 9004598. It was reported that once the blood has been put in the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes when opened to make smears or run diagnostics, there is a very overpowering sulfur smell. This occurred on 2 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: I wanted to touch base with bd in regards to the very strong odour that is emitted from the bd vacutainer k2 edta once blood is in it. On two occasions by 2 different employees it has been noted, last week and today. The tubes do no smell like this at all when they are empty and dry. Once the blood has been put in them, nutated and then opened to make smears or run diagnostics, there is a very overpowering sulfur smell. Definitely something that we have never noticed before these last 2 weeks. I found on a search that there was a recall last year in regards to this and could contribute to inaccurate lead test results. We are not testing for lead, but want to ensure that this is okay and will not interfere with our results. If it is of any use, the current lot number is 9004598 exp 2020-04-30